Manufacturer narrative:
Concomitant medical products: product ID: 977c165. Serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that after the paddle lead was implanted, the patient developed bilateral lower extremity weakness, which kept him in the hospital for a few days. The rep also reported the hospital did incorrect coding and the patient could not go to rehab, but ended up going home early. The patient also noted they had fallen. No further complications were reported. No patient additional symptoms were reported.